Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient did not remove the cap from the drain bag; and thus, no urine flowed into the bag. The patient developed a fever, sepsis, and a urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient did not remove the cap from the drain bag; and thus, no urine flowed into the bag. The patient developed a fever, sepsis, and a urinary tract infection.

Event description:
It was reported that the urine would not drain into the leg bag. The patient tried to irrigate the drain bag and allegedly no water was able to get through the tubing. The patient went to the hospital where the e.r. Nurse felt something in the catheter and discovered the cap of the leg bag was not removed before connecting the leg bag with the catheter. It was reported that the patient developed a fever and went back to the hospital where they diagnosed the patient with a uti and severe sepsis. Allegedly, the patient was hospitalized and experienced pain and suffering.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Received 1 dispoz-a-bag for evaluation. The reported event was unconfirmed. Visual inspection noted that the green cap was attached to the catheter funnel. The green cap is used to close the flow in the drainage bag. The received sample was functionally tested and no drainage problems were found. The flow was continuous during the test on the inside and outside of the bag. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "directions for use: separate notches within circles. Put straps through holes and around leg. Position bag on leg with flutter valve at top. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard extension tubing. To empty dispoz - a - bag leg bag, remove cap at bottom. Important: hold green connector firmly while removing cap." Additional patient code: 1994.

Event description:
It was reported that the urine would not drain into the leg bag. The patient tried to irrigate the drain bag and allegedly no water was able to get through the tubing. The patient went to the hospital where the e.r. Nurse felt something in the catheter and discovered the cap of the leg bag was not removed before connecting the leg bag with the catheter. It was reported that the patient developed a fever and went back to the hospital where they diagnosed the patient with a uti and severe sepsis. Allegedly, the patient was hospitalized and experienced pain and suffering.